Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced after 35 months of implant duration. Dissatisfaction with respect to battery longevity was expressed. The explaned ICD was returned for laboratory evaluation.